Event description:
Caller states the pt tested hi (greater than 600 mg/dl) twice on the inform system within two minutes. A lab was drawn four minutes later and returned a result of 203 mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement sent.